Event description:
It was reported that the device had a motor rate error at the end of the syringe and when trying to infuse at max rate. No patient harm/adverse event reported. There were no signs of physical damage. Per reporter, after a bit the pump started working again. Reporter was able to retrieve the device several days later and was able to duplicate the motor rate errors during testing.

Manufacturer narrative:
E1: facility name "((B)(6) medical center - hca coid number (B)(4))." Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Motor rate error was found in the event log history. Occlusion test was performed which also found the motor rate error. The cause of the problem was that the stepper motor was not working as intended. The stepper motor was replaced to fix the issue.